Event description:
Account alleges the pump is not completing the dose correctly.

Manufacturer narrative:
Pump has been received but investigation is not complete at this time. A follow up report will be sent when more info is available.